Event description:
Two separate incidents of blood leaking from IV catheter extension set (first event (B)(6) 2013, second event (B)(6)2013). IV catheter placed and extension set secure and flushed with saline, after flushing the microclave became stuck down and blood flowed out. The set was disconnected and replaced with no adverse pt consequences. See (B)(4).